Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/77 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: association of chronic kidney disease and end-stage renal disease with procedural complications and inpatient outcomes of leadless pacemaker implantations across the united states. Heart rhythm. 2024; 21:1695¿1702. Doi: 10.1016/j.hrthm.2024.03.1816 this is a system report. The section d information is for the primary device, which was in use with the following: d1: brand name micra d4: product ID: mc1vr01-delsys expiration date: unknown serial: unknown d9: no dev rtn to MFR? No h4: mfg date: unknown h5: yes, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the association of chronic kidney disease (ckd) and end-stage renal disease (esrd) with outcomes in patients with leadless implantable pulse generators (ipgs). Patients were studied and split into groups of no ckd, ckd, and esrd. The authors described patient deaths either inpatient prior to discharge or after discharge; however, the causes of death were unknown. Inpatient mortality was more prevalent in esrd and ckd patients undergoing leadless pacemaker implantations compared with no-ckd patients. There were patients who experienced procedure-related complications such as pericardial effusion of any because which required intervention or pericardiocentesis, acute kidney injury, and vascular complications which included pseudoaneurysm, arteriovenous fistula, access site hematoma, retroperitoneal bleeding, and venous thromboembolism. The status of the devices is unknown. No additional adverse patient effects were reported.